Event description:
It was reported that the patient experienced "episodic adverse strong stimulation paresthesia to the left lower back." It was noted that after device interrogation, the previous programming parameters were verified. It was noted that reprogramming was performed on (B)(6) 2014 and the event resolved without sequelae. The etiology of the event was reported to have been due to programming/stimulation. It was noted that it was not related to the implant procedure. The severity of event was reportedly mild. If additional information is received, a supplemental will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240 lot# serial# (B)(4) implanted: (B)(6) 2013 product type: extension. Product ID: 3487a-56, lot# va09h3h, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# va09h3h, implanted: (B)(6) 2013. Product type: lead. Product ID: 3487a-56, lot# va083uv, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# va083uv, implanted: (B)(6) 2013, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial#(B)(4), product type: programmer, patient. (B)(4).